Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Trend analysis: no trend considering the following event is identified: damaged/worn device reviewof event description: it has been reported that it was difficult to remove the repositioning top (ref: 6836 lot: 07.306646) during surgery. Neither a surgery delay nor a patient harm was reported. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis - visual examination: the repositioning top (ref: 6836 lot: 07.306646) shows some normal signs of usage on the outer surface consisting of light scratches,additionally, the labeling of the ref and the lot number is faded and therefore difficult to read. The inner surface connecting to the taper of the trial stem shows more severe damage consisting of scratches, cracks, abrasion, and a damage (cut) of the o-ring. - measurements: no measurement was performed as the repositioning top shows damages on the inner surface. Further, the device may have experienced some deterioration due to repeated use and sterilization cycles as it might have been on the market for more than 10 years. - functional test: a basic functional test was performed using the received trial head and a ms-30 stem (ref: 30.00.49-120, lot: 2919193). The trial head was mounted on the ms-30 stem and consecutively disassembled. During mounting of the trial head on the taper it was difficult to apply the trial head until stop. It seemed that the head would stop before the taper reaches the base surface of the trial head. Applying more force drove the taper further in, nevertheless, it could not be assessed if the taper reached its final position. Subsequently, the removal of the trial head required some extra force, as the conus connection was quite tight. Based on this very basic functional test the reported event, describing difficulties during removal of the trial head, can be confirmed. A second functional test was performed using a ms-30 rasp (ref: (B)(4)), the received test head and an additional test head (ref: (B)(4), lot: 02.056228). First, the additional test head was mounted on the ms-30 rasp until it reached its final position without any difficulties. Consequently, the received trial head was mounted on the ms-30 rasp. Again, the trial head seemed to get stuck before it reaches its final position. As final test, the o-ring was removed from the received trial head, whereupon, the trial head could be applied until stop without any jamming. Reviewof product documentation: - no compatibility check can be performed as only one product has been reported. - for the trial head: inspection plan: - characteristic no. 6 feature "conus" with scope of testing: 100%. Means of inspection: "functional gauge (funktionslehre) 063.240.436-v50" root cause analysis: root cause determination using rmw : - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the trial head shows scratches and cracks on the inner surface, which connects to the taper of the trial component. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as the trial head shows scratches and cracks on the inner surface, which connects to the taper of the trial component. - inadequate usability of instrument due to inadequate design for intended handling performance => not possible -> as a systematic issue with design would have been detected as part of the issue evaluation assessment. - components stuck together, incorrect conclusion on size due to compatibility of incompatible combinations => possible, as it is unclear whether the trial head was mounted on the final implant or solely on the trial stem as intended. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it was reported that it was difficult to remove the trial head during surgery. Conclusion summary based on the returned product and the given information the complaint could be confirmed. The visual examination and the functional test did confirm that it is difficult to remove the trial head from a taper, as the trial head seats very tightly. Additionally, the functional test showed that it was not only difficult to remove the trial head but that it is also difficult to properly apply the trial head on the taper until stop. Most likely, the o-ring is causing the jamming as the trial head could be mounted without any difficulties upon removal of the o-ring. As the instrument might have been on the market for more than 10 years some deterioration of the o-ring (consisting of polymer) due to repeated use and sterilization cycles may have led to the impairment of its function. The quality records revealed a concession for the applicable lot, affecting all 103 manufactured parts. The concession for non-conformance (rough-running gauge) was granted for all 103 parts, as neither a patient harm nor an impairment of the function was expected, the applicable lot comprised 103 devices (concession on all 103 parts, additionally, 2 parts were scrapped due to surface defects). The devices were manufactured in 2007, therefore, they might have been on the marked for more than 10 years. To date no other complaint regarding this lot has been reported. Considering the time frame, we can assume that the malfunctioning of the device was triggered by reasons other than the mentioned concession. Therefore, based on the given information and the results of the investigation, we assume a deterioration of the device due to repeated use and sterilization cycles as a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that it was difficult to pull off the trial head during surgery. No patient's harm has been reported.